Event description:
The facility's representative reported an infusion pump with failure code 9, found during patient use with no patient injury. The pump was switched out to complete the infusion. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient demographics, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.